Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving intrathecal morphine (concentration 5mg/ml; dose 1.0592mg/day) via an implantable infusion pump. Patient history included non-malignant pain. The patient experienced fluid over the pump site, below the right anterior abdominal incision. During an office visit on (B)(6) 2014, examination of the patient revealed swelling at the pump site, fluid apparent below the level of the incision that caused a little bit of tenderness with deep palpation. Fluid was aspirated from the pump site and 13ml of non-viscous straw colored yellow-tinged fluid was retrieved. The patient was prescribed bactrim ds twice daily for 7 days. Examination of the patient on (B)(6) 2014 revealed no tenderness to palpation over the pump site. The event was considered related to the device and pump pocket. The event resolved without sequelae as of (B)(6) 2014.